Event description:
It was reported that there was air in line. There was unknown patient involvement and unknown harm/adverse event was reported.

Manufacturer narrative:
B3: unknown event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lens. Review of the event history log (ehl) showed multiple air in line alarms. A functional test was performed and the reported issue was not duplicated; however, a loose air detector was confirmed. The cause of the reported issue was due to the air detector. As a result, the air detector was glued and reseated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.